Manufacturer narrative:
Concomitant medical products: 359529 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance and high thresholds were noted on the right ventricular (rv) lead. The lead was found to be fractured, and a replacement procedure was performed. While the physician was explanting the rv lead, the right atrial (ra) lead was damaged. The physician decided to also explant and replace the ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.